Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other armada 18 balloon dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 30% stenosed lesion in the fibular artery and an additional unknown artery. A 2.5x200mm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion and inflated, at which point it was observed that the proximal radiopaque marker was below the shoulder of the balloon. A second armada 18 bdc, 3x150mm, was advanced and inflated, when the same issue was noted. Both devices were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, a cause for the reported marker misplacement could not be determined. However, the proximal marker to proximal balloon shoulder distance allowed per the product specification for a 200mm balloon length is 0-12mm. Therefore, it may be possible that that the proximal marker was placed between 0-12mm from the proximal shoulder giving the appearance of a misplaced marker, which would still have met the product specification. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.